Manufacturer narrative:
Concomitant medical products: product ID: 37081-60, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension. Product ID: 37081-60, serial# (B)(4). Implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension. Analysis results of the extensions were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient had sudden, intermittent and knocking stimulation. Impedances and data were checked and no abnormalities were seen. The hcp decided to move the implantable neurostimulator (ins) from the patient's abdomen to their buttock and replace the old extensions. No environmental, external, or patient factors contributed to the issue. The patient did not experience any falls or traumas. Reprogramming was attempted prior to the revision. The issue was resolved after moving the ins and replacing both extensions. No device issues were seen during the surgery. The patient was alive with no injury.

Manufacturer narrative:
Device analysis for extension (B)(4) revealed the distal end conductor was broken up to transition point. The #6 conductor was broken at the #6 distal connector 2.2cm from the distal end. Device analysis for extension (B)(4) revealed the body conductor was broken less than 5cm from proximal end. The #0 conductor was broken 2.8cm from the proximal end. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via the manufacturer representative regarding the patient that was implanted with a neuromodulation system for chronic pain. After a few months, the patient complained of insufficient therapy which resulted in a revision in the operating room. During the revision and after an investigation, they detected a broken cable. The patient was not happy or satisfied.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.